Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and md inserted the sheath via the femoral artery. The iab unwrapped prior to insertion and as a result, a second iab was used to complete the procedure. Additional information received on 02/12/09 stated the first iab could not be advanced through the sheath because it had unwrapped prematurely, and as a result, it was removed from the sheath. The second iab was inserted through the original sheath successfully. The staff stated that the iab was prepped per instruction.